Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) felt bloated. The event occurred during a manual drain on the home choice (hc). The hp stated they manually drained 826ml. The last fill volume (lfv) equaled 500ml, the dextrose was set to different, and the total ultra filtration (uf) equaled 299ml. The technical service representative (tsr) had the hp resume the initial drain and then assisted to bypass to fill one. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and/or service history review will be completed. Should additional relevant information become available, a follow-up report will be submitted.